Event description:
The health care professional reported the patient had an end of life pump battery and chronic pain. The pump was replaced and the catheter was revised. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).